Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was t-wave oversensing and a lead integrity alert (lia) on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead triggered an alert for low impedance measurements. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited high thresholds and triggered a lia for a high number of short v-v intervals and varying impedance measurements. It was further noted that the initial lia, which occurred several years prior, was triggered due to a high number of short v-v intervals and a high number of high rate non-sustained episodes. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited oversensing of noise and was explanted and will not be replaced. At the time of the pase/sense rv lead extraction, the high voltage rv lead was explanted and replaced.